Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis.

Event description:
Patient reported through regulatory agency "after being treated for lobular carcinoma breast cancer" and "I received an allergan breast implant. The implant is no longer approved for use in canada but for those of us who have the implant ongoing health issues continue such as fatigue, joint pain, chronic cellulitis infections¿¿. This record is for an unknown side. Device status unknown. It is unknown if the device will be returned.